Event description:
It was reported that the patient is suffering from stings and burns in the intestines. The patient was tested and was found out that she is very allergic to nickel.

Manufacturer narrative:
(B)(4). Date sent: 7/27/2022 batch #unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: if allergy testing was done, can those results be shared with us?. Was there any testing done that showed an allergy to titanium? If so, may we have a copy of those results?. Does the patient give us permission to contact her surgeon to obtain additional information? If so, may we have the name of surgeon and an email address? . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.